Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photo review: returned photo shows an implanted iol. App. 90% of the optic and one haptic of the lens are visible. There appear to be a dark lines/marks/scratches over the optic. The exact location (posterior or anterior surface of the optic) cannot be determined from the returned photo. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was scratched and lens damage by company handpiece injector· the lens was removed during initial procedure and replaced with another lens.

Event description:
Additional information received and stated that there was no issue related to patient since surgeon replaced the lens on the spot.

Manufacturer narrative:
Additional information has been provided in b.3., b.5., d.9., d.10., h.3., h.6., h.11. The product was returned for analysis, and the reported complaint was observed. Iol received adhered to a piece of transparent film mounted on card. Solution is dried on both surfaces of the optic and haptics. The optic is torn/split-cut into two pieces, a scratch can be seen just off the centre of the optic on the anterior side of the iol optic. The haptics are intact. Photo review: returned photo shows an implanted iol. App. 90percentage of the optic and one haptic of the lens are visible. There appear to be a dark lines or marks over the optic. The exact location (posterior or anterior surface of the optic) cannot be determined from the returned photo. We are unable to determine the root cause for the reported complaint lens scratched. Scratch was observed on the returned iol. It was reported that the lens was scratched by injector. Additional record was initiated for company injector. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Use the company cartridge at operating room temperatures between 18degree c (64degree f) and 23 degree c (73 degree f). If the operating room temperature is too low (less than 18 degree / 64 degree f) lens folding and advancement are more difficult. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company the handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. In addition to this, all iols are 100percentage cosmetically inspected as per approved manufacturing procedures and the observed lens condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.